Event description:
It was reported to the manufacturer that high lead impedance resulted from a systems diagnostic test and the patient was experiencing an increase in seizure activity. X-rays were reviewed by the manufacturer and a lead discontinuity was visualized, which is the most likely cause of high impedance and, consequently increase in seizures, due to loss of therapy. Further follow-up with the physician revealed that there was no reported manipulation, patient trauma, or injury which may have caused or contributed to the observed lead discontinuity. Attempts to obtain the plan of care have been made and have been unsuccessful to date, however, it was reported that revision surgery is likely.

Manufacturer narrative:
Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to death or serious injury.